Event description:
It was reported that via merlin transmission, post-sensed t-wave oversensing was observed on the ventricular channel was observed. Physician elected not to make recommended programming changes at this time. The patient will continue to be monitored. The patient displayed no symptoms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.